Event description:
Material#: 2426-0007 batch number#: 24075372. It was reported by customer that defect report for 6 tubings that failed this week. We've had 8 tubings fail in the past 3 weeks. We have 5 of them available to return for inspection. The reference number for all 8 tubings is 2426-0007. The lot number for all 8 tubings is 2407-5372. The tubing is falling apart in one of two places. The picture shown here shows one of the tubings falling apart in both spots (leaving 3 segments). These tubings are falling apart with normal use, no excessive force was applied. Verbatim#: rcc received a complaint via email. Email(s) attached. I would like to submit a defect report for 6 tubings that failed this week. We've had 8 tubings fail in the past 3 weeks. We have 5 of them available to return for inspection. The reference number for all 8 tubings is 2426-0007. The lot number for all 8 tubings is 2407-5372. The tubing is falling apart in one of two places. The picture shown here shows one of the tubings falling apart in both spots (leaving 3 segments). These tubings are falling apart with normal use, no excessive force was applied.

Manufacturer narrative:
The customer reported multiple instances of pump segment failures, and returned photo evidence of material 2426-0007, lot 24075372. The photo verifies the complaint of separation at the pump segment, and at both the upper and lower fitment. The manufacturing site could not find the root cause for the separation without the physical sample for investigation. The plant will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. There was also a physical sample, but this was returned with a different failure mode. This sample was investigated under a new pr, as we cannot have the two different failure modes under one record. Device history record review for model 2426-0007 lot number 24075372 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 2426-0007; batch number#: 2407-5372. It was reported by customer that defect report for 6 tubings that failed this week. We've had 8 tubings fail in the past 3 weeks. We have 5 of them available to return for inspection. The reference number for all 8 tubings is 2426-0007. The lot number for all 8 tubings is 2407-5372. The tubing is falling apart in one of two places. The picture shown here shows one of the tubings falling apart in both spots (leaving 3 segments). These tubings are falling apart with normal use, no excessive force was applied. Verbatim#: rcc received a complaint via email. Email(s) attached. I would like to submit a defect report for 6 tubings that failed this week. We've had 8 tubings fail in the past 3 weeks. We have 5 of them available to return for inspection. The reference number for all 8 tubings is 2426-0007. The lot number for all 8 tubings is 2407-5372. The tubing is falling apart in one of two places. The picture shown here shows one of the tubings falling apart in both spots (leaving 3 segments). These tubings are falling apart with normal use, no excessive force was applied.